Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt was hospitalized because of pain that started 2 days ago near the device which went down their legs and into the chest and arms. The pt was unable to turn off the device because, her pt programmer was at home. It was noted that she "may" have bumped the device and "sometimes she would sleep walk" so she was not sure if anything happened to the neurostimulator site (no bruising was noted). She had a test run on her heart (results not reported). She was re-directed to her healthcare professional. Further info was requested.